Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305829 batch # 2271572 it was reported that the bd needle eclipse 25x5/8 needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: ¿my provider has encountered in the past couple weeks the bd eclipse needle 305829 unusable, due to being "plugged" cannot push medication. It does not happen with every needle. We pulled the needles and set aside at this time. Lot# 2271572.¿

Event description:
Samples received.

Manufacturer narrative:
Investigation summary: 69 unused samples were received and tested by our quality team. The needles were all tested by drawing air and injecting it then drawing water and injecting to determine if a clog could be found. There were no issues or abnormalities found with any of the unused sets. The manufacturer was contacted for further investigation. From manufacturer: there were notifications identified during the DHR review that may have contributed to the needle being blocked. It was identified that a notification was written for incomplete hubs and a blocked through hole at the molding manufacturing site. All inspections completed at final manufacturer were complete. Due to these quality notifications the complaint can be verified without affected device being tested and the root cause is due to manufacturer quality error. The manufacturing issue has since been resolved.